Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Up key is not working, down, ok and contrast keys are working. The pump was opened and there was evidence of the moisture corrosion on keypad connector, on display board. The keypad was removed and there was no evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.